Event description:
Prior to the case during prerun the device wouldn't pass pre run. A test tip was installed and the error 5 code was displayed. The handpiece was replaced and the case was completed successfully with no pt consequence.